Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. (B)(4).

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A report was received from health (B)(6) regarding an event that was submitted by the user facility to the (B)(6) vigilance program. The report did not have the details of the event.

Manufacturer narrative:
Omit : a1407 - insufficient flow or under infusion (2182). Correction : date of event, describe event or problem, imdrf annex a and g codes. Additional information : concomitant med prod/dates.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: e2403 - no clinical signs symptoms or conditions, a1405 - improper flow or infusion, f26 - no health consequences or impact, there was patient involvement. A report was received from health canada's canada vigilance program which states, "started secondary infusion of mgso4 at 1045, programmed for it to be run over 3 hours. Checked at 1200, whole bag was gone."

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: e2403 - no clinical signs symptoms or conditions. A1405 - improper flow or infusion. F26 - no health consequences or impact. There was patient involvement. A report was received from health canada's canada vigilance program which states, "started secondary infusion of mgso4 at 1045, programmed for it to be run over 3 hours. Checked at 1200, whole bag was gone."

Manufacturer narrative:
Correction: initial reporter addr 1, initial reporter facility name. Additional information: medical device serial #, device manufacture date, imdrf annex b code and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.